Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis time was off. A technical support specialist (tss) dialed into the station, changed the time, and confirmed that the time was reflecting the current time correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system time was incorrect, with emergency department times ahead by approximately one hour. Nursing staff reported being unable to retrieve doses because medications appeared overdue, resulting in impacts to medication administration workflows. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.